Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue as confirmed due to a faulty mixing pump. The pump would not generate sufficient pressure to pull water into the chiller side of the tank allowing cool water to overflow back into the main tank and lowering the temperature during a calibration temperature check. Mixing pump sn (B)(6) was serviced. There were signs of electrical overstress on the hot side connector between the power inlet module and the main ac voltage circuit card. Circulation pump was primed to fill during decon. It was stated that they replaced the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing. Completed the 2000-hour pm procedure on the device. Preventatively replaced the power inlet module and main ac voltage circuit card sn (B)(6) with a new power inlet module and ac main voltage circuit card sn (B)(6) serviced the circulation pump sn (B)(6). Replaced the heater lot 1816 with lot 2235, and replaced both manifold o-rings and drain valves. Other repairs completed included replacement of the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing. The device was put through a functional check. The device was heated to 42°c and cooled to 4°c and was stable at 28°c with a flow of 1.8 l/m with -7.0 psi in bypass mode. The device was placed on acats (automated calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The labelling is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that they have a patient rewarming on the arctic sun device and was alarming 02 (low flow). Nurse stated that the patient was previously on a different machine and the patient was having trouble cooling so they swapped machines. Also stated the target temperature was 36.5c-37c, patient temperature was 37.9c, water temperature was 11.1c, and water flow rate at 0 l/min. Mis having difficulty understanding nurse as there was a lot of background noise. Mis began discussing troubleshooting with nurse, however nurse interrupted and stated that they needed to call back from a different phone. Nurse disconnected before getting any other information. Nurse caller stated that they started rewarming at 1800 yesterday on another arctic sun which was disconnected by another nurse for an unknown issue. New nurse called back a few minutes later and stated the patient temperature was now 38c and target temperature was 37c. They have been getting alerts 01 (patient line open) or alert 02 (low flow).mis confirmed that the patient temperature was 38c, target temperature was 37c, flow rate was 0lpm and water temperature was 33.1c. Mss had nurse to check the event log, numerous alerts 01 (patient line open) or alert 02 (low flow) over the past hours. The system diagnostics showed outlet monitor temperature (t1) was 33.1c, outlet control temperature (t2) was 33c, inlet temperature (t3) was 33.1c, chiller temperature (t4) was 9.9c, inlet pressure was -9.9psi, circulation pump command was 81, mixing pump command was 100, heater command was 0, water reservoir level at 5, system hours were 4034 and pump hours were 3810. Mss had nurse to stop therapy, empty pads, disconnect pads and reconnect pads with proper technique. Therapy resumed, now had a flow rate of 2.8lpm, water temperature still at 33.3c. Waited several minutes and checked diagnostics showed outlet monitor temperature (t1) to inlet temperature (t3) values were 33.3c, inlet pressure was -7.0psi, circulation pump command was 64, mixing pump command was 100. Mss advised that this device needed to go to biomed labeled not cooling for a possible mixing pump failure. Per additional information received on 13oct2022, it was reported that the biomed called to the floor because device was alerting marginal flow and low air leak. Nurse replaced o-rings on friday. Alerts were no longer showing, but wanted to ensure device was ok to use. Mis swapped out to this device from original device that was in use (1484) which was alerting no flow and would say priming and stop. Arctic sun device (sn 1479) currently in use flow rate was 2.9 lpm, water temperature was 16c, patient temperature was 36.6c, target temperature was 33c, trend shows 3 bars trending downward. Mis discussed importance of connection and ensuring that they were not holding near clear connectors when attaching. Mis made sure all lines were straight with no bends or kinks. Mis encouraged nurses to call back if alerts return. Mis could have just been air in the lines that worked it was way out after start up. Device appeared to be controlling the patient appropriately. Mis advised to take sn 1484 to shop and run calibration. Per follow up information received with biomed on 15nov2022, biomed stated a check of the diagnostics showed a failed mixing pump. Biomed would order the mixing pump and repair onsite. Per additional information received via phone on 18nov2022, it was reported that patient was taken off of therapy from device (serial# 1479) ordered by physician. There was no patient injury or harm. Per sample evaluation results received on 27feb2023, it was reported that the cracked and torn tank seals. It was stated that the replaced the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing. It was noted that the tanks seals replaced during preventive maintenance. Per sample evaluation results received on 19apr2023, it was stated that there were signs of electrical overstress on the hot side connector between the power inlet module and the main ac voltage circuit card. It was also stated that the circulation pump was primed to fill during decontamination.

Event description:
It was reported that they have a patient rewarming on the arctic sun device and was alarming 02 (low flow). Nurse stated that the patient was previously on a different machine and the patient was having trouble cooling so they swapped machines. Also stated the target temperature was 36.5c-37c, patient temperature was 37.9c, water temperature was 11.1c, and water flow rate at 0 l/min. Mis having difficulty understanding nurse as there was a lot of background noise. Mis began discussing troubleshooting with nurse, however nurse interrupted and stated that they needed to call back from a different phone. Nurse disconnected before getting any other information. Nurse caller stated that they started rewarming at 1800 yesterday on another arctic sun which was disconnected by another nurse for an unknown issue. New nurse called back a few minutes later and stated the patient temperature was now 38c and target temperature was 37c. They have been getting alerts 01 (patient line open) or alert 02 (low flow).mis confirmed that the patient temperature was 38c, target temperature was 37c, flow rate was 0lpm and water temperature was 33.1c. Mss had nurse to check the event log, numerous alerts 01 (patient line open) or alert 02 (low flow) over the past hours. The system diagnostics showed outlet monitor temperature (t1) was 33.1c, outlet control temperature (t2) was 33c, inlet temperature (t3) was 33.1c, chiller temperature (t4) was 9.9c, inlet pressure was -9.9psi, circulation pump command was 81, mixing pump command was 100, heater command was 0, water reservoir level at 5, system hours were 4034 and pump hours were 3810. Mss had nurse to stop therapy, empty pads, disconnect pads and reconnect pads with proper technique. Therapy resumed, now had a flow rate of 2.8lpm, water temperature still at 33.3c. Waited several minutes and checked diagnostics showed outlet monitor temperature (t1) to inlet temperature (t3) values were 33.3c, inlet pressure was -7.0psi, circulation pump command was 64, mixing pump command was 100. Mss advised that this device needed to go to biomed labeled not cooling for a possible mixing pump failure. Per additional information received on 13oct2022, it was reported that the biomed called to the floor because device was alerting marginal flow and low air leak. Nurse replaced o-rings on friday. Alerts were no longer showing, but wanted to ensure device was ok to use. Mis swapped out to this device from original device that was in use (1484) which was alerting no flow and would say priming and stop. Arctic sun device (sn 1479) currently in use flow rate was 2.9 lpm, water temperature was 16c, patient temperature was 36.6c, target temperature was 33c, trend shows 3 bars trending downward. Mis discussed importance of connection and ensuring that they were not holding near clear connectors when attaching. Mis made sure all lines were straight with no bends or kinks. Mis encouraged nurses to call back if alerts return. Mis could have just been air in the lines that worked it was way out after start up. Device appeared to be controlling the patient appropriately. Mis advised to take sn 1484 to shop and run calibration. Per follow up information received with biomed on 15nov2022, biomed stated a check of the diagnostics showed a failed mixing pump. Biomed would order the mixing pump and repair onsite. Per additional information received via phone on 18nov2022, it was reported that patient was taken off of therapy from device (serial# 1479) ordered by physician. There was no patient injury or harm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.